Event description:
It was additionally reported that the broken piece fell into the patient during a therapeutic myomectomy. It was retrieved using another instrument. There was no reported harm or injury to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4 (expiration date, primary UDI number), d8, d9, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found that the overmold on one side of the jaw was chipped off and the electrode was bent. Based on the results of the investigation, it was determined the probable cause of the event was a component failure of the jaw due to a stress problem. However, the definitive root cause of the broken jaw could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the powerseal had a broken jaw. The issue occurred during a therapeutic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.